Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device cannot confirm the reported allegation. The device was sent to depuy orthopaedics raynham manufacturing site who identified that the visual cosmetic defect was a polymer-like residue and not indentation on the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing investigation evaluation was performed for the finished device 150400108 attune cr fem lt sz 8 cem j77n89, and no manufacturing irregularities were identified. 1) quantity manufactured: (B)(4). 2) date of manufacture: 3/27/2020. 3) any anomalies or deviations identified in DHR: na. 4) expiry date: 4/30/2030. 5) IFU reference: (B)(4). Device history review: a manufacturing investigation evaluation was performed for the finished device 150400108 attune cr fem lt sz 8 cem j77n89, and no manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned device cannot confirm the reported allegation. The device was sent to depuy orthopaedics raynham manufacturing site who identified that the visual cosmetic defect was a polymer-like residue and not indentation on the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing investigation evaluation was performed for the finished device 150400108 attune cr fem lt sz 8 cem j77n89, and no manufacturing irregularities were identified. Quantity manufactured: 12. Date of manufacture: 3/27/2020. Any anomalies or deviations identified in DHR: na. Expiry date: 4/30/2030 IFU reference: (B)(4). Device history review: a manufacturing investigation evaluation was performed for the finished device 150400108 attune cr fem lt sz 8 cem j77n89, and no manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint #(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that intraoperatively during primary knee-tep left side the femoral component was opened and found to be scratched on the surface. Another implant was available and used. No surgical delay, no adverse patient consequences.